Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported the nurse call was not functioning. The bed was located in the ICU hold over area at the facility. There was no patient/user injury reported. (B)(4).